Manufacturer narrative:
Additional information was received that the patient was having inadequate stimulation due to lead fracture. It was also noted that the patient's lead migrated and many contacts had high impedances. The patient underwent a revision procedure wherein leads and clik anchors were replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient had fractured leads. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that lead fracture could not be confirmed. Sc-2218-50 (sn: (B)(4)) device evaluation indicated that the leads complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 4 cables were fractured at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. Sc-4316 (ln: 17995043) device evaluation indicated that the clik anchor was intact and no parts of it were missing.

Event description:
A report was received that the patient had fractured leads. The patient will undergo a lead revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had fractured leads. The patient will undergo a lead revision procedure.